Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the balloon catheter and mapping catheter were inserted into the sheath, air ingress occurred. The air was able to be aspirated out of the sheath and the case was continued and completed with cryo. No patient complications have been reported as a result of this event.